Event description:
It was reported that following a lap adjustable band procedure, leakage occurred on a fold in the balloon. The band was replaced with a second band.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.